Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable was unable to charge the pump. Another cable was used to successfully charge pump. There was no reported impact to blood glucose.